Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care.

Event description:
It was reported from the clinical study site that the patient had a bacterial driveline infection. It was stated that the patient was treated with intravenous (IV) therapy out of hospital and was then hospitalized on (B)(6) 2016 and surgical intervention was performed. It was further stated that the surgical procedure was device related due to major infection and that the patient was subsequently discharged on (B)(6) 2016. No additional information available.